Manufacturer narrative:
(B)(4) - device portion in pt. The device was returned in a used and damaged condition. The tip had separated just distal of the bond. Provided images show the fistula pta procedure and what appears to be the hnbr5.0 catheter tip remaining in the upper left chest. Quality control microscopic bond check of bonded shafts for angiographic catheters, in-process inspection performs a level 1 inspection is performed as follows. "Verify shaft material type/french size and tip material/french size. [Bonded shafts] and appropriate material specs. Check lumen of bond for good melt and verify there are no protruding wires, or loose fibers present. Perform a pull test using the instron tensile tester on each order received." A 100% inspection is performed as follows: "visually examine outside surface of each bond under microscope magnification." Additionally, the instructions for use (IFU) caution, "due o thinwall construction, extreme care must be exercised during manipulation and withdrawal." Furthermore, the process of bonding tips to shafts for hnbr5.0 catheters has been validated. Visual examination revealed the tip had separated just distal to the bond site; however, the shaft and tip materials have sufficient melt to form a strong bond. A definitive root cause for this failure mode is presently undetermined as several factors or a combination of factors may have contributed: tortuous pt vasculature and/or tensile forces beyond the design strength of the tip material exerted during the fistula pta procedure. Quality control inspects for good bonds between shaft and tip as well as signs of damage prior to shipment. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Quality engineering risk analysis (qera) was updated including the failure mode of separation with the possible effect of the separated portion remaining in the pt. With the addition of this event, the risk remains acceptable and no further action is required at this time.

Event description:
During a fistula pta utilizing a beacon tip torcon nb advantage angiographic catheter, the tip of the catheter broke off into the pt and is now lodged in their left upper chest. As there is no observed side affects to the pt, the tip will remain in the pt.